Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). The manufacturer¿s international service technician confirmed the reported led issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led turned off by vibration. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR: 07jan19 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.